Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. Additionally, an incomplete insertion during implantation surgery is reported with 2 channel out of cochlea. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported poor hearing sensation and bad voice quality with the device. No accident or trauma had been reported from the recipient. No changes in health or medication had been reported. The recipient was re-implanted on (B)(6) 2021.

Event description:
The recipient reports poor hearing sensation and bad voice quality with the device. No accident or trauma have been reported from the recipient. No recent changes in health or medication have been reported. A re-implantation is considered; however, no date has been scheduled yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. No date on possible re-implantation has been provided yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected.